Event description:
It was observed during the device evaluation, the cystonephro videoscope exhibited rust inside the metal of the channel opening. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.